Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse investigated the o-ring for damages, reapplied lubricant to o-ring and fitting then found the source of the helium leak in the rear of the cart at the quick connect fitting valve. The fse checked seal on threaded fitting, lubricated o-ring and tightened fitting. The fse then monitored the helium line fitting for any further leaks. The fse monitored helium pressure and pressure seems to be stable. The fse performed all calibrations, functional and safety checks to meet factory specifications. The unit passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that while the biomed was checking the external tank, he discovered that the cardiosave intra-aortic balloon pump (iabp) had a helium leaking issue. There was no patient involvement and no adverse event was reported.